Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's bg level was 250 (mg/dl). The customer stated the elevated bg level may be due to the insulin the customer was using. The customer declined to perform troubleshooting with tandem technical support.